Manufacturer narrative:
(B)(4).

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2016 to report an abnormal transmitter behavior that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a voltage test was performed and the tests passed. A pairing test was performed and the test failed. The reported event of abnormal transmitter behavior was confirmed. The root cause was determined to be a defective transmitter.